Manufacturer narrative:
(B)(4).

Event description:
It was reported no low voltage output therapy was delivered. Patient is dependent on ICD device. Programming changes were made. During cautery pacing inhibition was observed. Device is under battery advisory. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.